Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The blood glucose at the time of the hospitalization was above 600 mg/dl. Customer went to emergency room. The customer was not using auto mode function at the time of the event. The high blood glucose was treated with insulin drip. The insulin pump will not be returned for analysis.